Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error while customer was changing the infusion set. Customer's blood glucose was 123 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Customer called back on (B)(6) 2015 and stated she hadn't received the insulin pump and she was treating with manual injections and her blood glucose had been going up to 500 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during our testing. Excessive no delivery test and occlusion test weren't performed due to motor error alarms. The device had cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.